Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) had fine scratches noted on the optic part of the lens. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in a #78 (iw) lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. One haptic is broken in the distal tip area (not returned). The optic has light scratches, a deep scrape mark, and a split/crack on the anterior side of the lens. The optic is pressed against the posts and down into the well area. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).